Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm values. Of note, the patient utilized a tandem t:slim x2 insulin pump. The cgm value was 143 mg/dl and the bg fs value was 400 mg/dl. The patient felt shaky and the spouse called emergency medical services (ems). A bg fs by paramedics was not remembered, and he was transported to the emergency room (ER) for evaluation. Upon arrival the bg fs value was 490 mg/dl and the cgm value was 100 mg/dl. The sensor was removed and treatment included IV medication and fluids (insulin, sodium chloride, lactated ringer¿s solution). After treatment his bg level decreased to 200 mg/dl he was discharged 12 hours after arrival at the ER in stable condition. No other patient or event details are available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. When the paramedics came, the reported glucose values fall within the d zone of the parkes error grid was taken upon arrival at the hospital. After treatment, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.